Manufacturer narrative:
Device was not returned for failure investigation. The root cause of this failure was not identified. Per the customer, no products will be returned to bd for investigation and no patient information will be provided.

Event description:
It was reported that the device showed channel error. The top pressure sensor was replaced. There is no patient information. Per customer, no further information will be provided, including patient demographics and no products will be returned.

Manufacturer narrative:
Device history: ¿ a review of the device history record showed the device had a manufacture date of 14jul2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. ¿ a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported the device showed channel error (240.4150) was not determined because no product was returned. The reported issue that the device showed channel error (240.4150) could not be confirmed; no product was returned for investigation. No further investigation of this event is possible at this time, and no patient impact was reported. The device is used for treatment purposes. No product returned.

Event description:
It was reported that the device showed channel error. The top pressure sensor was replaced. There is no patient information. Per customer, no further information will be provided, including patient demographics and no products will be returned.